Event description:
Customer had a fasting lab comparison performed. The lab result was 190mg/dl and the customer's device read 131mg/dl. Unk if controls were in use. A request was made for the return of the suspect device and replacement product was sent.